Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision necessary due to aseptic loosening. Notes: silver treated ha collar cross screw into femoral head e/c plate (50mm) long stem (100-110mm) ending close to the tip of the gt 10mm clean up cut from current bone interface. Tibia to remain insitu.

Event description:
Revision necessary due to aseptic loosening. Notes: silver treated ha collar cross screw into femoral head e/c plate (50mm) long stem (100-110mm) ending close to the tip of the gt 10mm clean up cut from current bone interface. Tibia to remain insitu. Update: the clinical consultant reviewed the x ray images provided and stated the following "the femoral stem tilted inside cavity indicating loosening of the stem. The tip of the stem might have penetrated lateral cortex".

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets, distal femoral replacement, femoral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for mets distal femoral replacement which was inserted on (B)(6) 2016. The surgeon reported aseptic loosening of the stem. The CT image provided shows massive radiolucency and cement fragmentation. The femoral stem tilted inside cavity indicating loosening of the stem. The tip of the stem might have penetrated lateral cortex. There were significant bone resorption and remodelling. Therefore, the radiographic review can confirm the clinical report and reason for review. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.